Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted a "unit failed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that in the device log, the device was charged and disarmed three times while in a lead fault state. The log also shows two button shorts. Additionally, there were 5 self-test failures recorded in the log due to the keypad. The device underwent testing and could not duplicate the complaint. However, the front enclosure was found to be hypersensitive. As a result, the front enclosure was replaced as a precaution. No emerging trend based on similar reports.